Event description:
Revision surgery - due to the patient developing an infection. The surgeon removed all of the products sometime between the original date of surgery, (B)(6) 2013, and the revision date of surgery, (B)(6) 2013. The surgeon put an antibiotic spacer in place until the infection subsided.